Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated to correct the reported condition. The user interface module software version is 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with 810:04 error code; this condition had the potential to interrupt delivery. This condition was found in the biomed department during biomed testing. It is unknown what process step that this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.